Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that a 2.5 hex holding sleeve would not work properly during surgery. The surgeon was repairing an ankle fracture and when the surgeon was attempting to slide the holding sleeve over the head of the screw; a great deal of force was required in order for it to work. The surgical procedure was completed successfully with no harm to patient. The reporter tested the holding sleeve with set after the surgery with various screwdrivers; the results of the testing of the primary device confirmed that it was very difficult to engage the screw. The lot number of the holding sleeve is unknown. This is report 1 of 1 for complaint (B)(4).